Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, results, and conclusion codes will be made available following engineering evaluation.

Event description:
Dr reported in his letter that he was conducting a surgery procedure. After he inserted the cage, an x-ray was taken. On the x-ray it was visible, that the cage was broken apart. The cage was removed and another one was utilized. The surgery was completed successfully.